Event description:
On (B)(6) 2012, the reporter contacted animas stating that the audio bolus button and the keypad buttons were sticking, had a delayed response and sometimes unresponsive. It was indicated that the issue gradually became worse over time. The patient reportedly wore the pump attached to a belt in a case and used a damp cloth to clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons and the audio bolus button were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of contamination was found under the up, down, ok, and contrast key contacts.